Manufacturer narrative:
H10: manufacturing review: as the lot number for the device was provided, a manufacturing review will be performed. Investigation summary: one tunneler was returned for evaluation. A gross visual evaluation was performed. The investigation is confirmed for broken tunneler sheath, as a complete circumferential break and a longitudinal crack were identified. The complete break was identified near the tapered end and appeared to have jagged break edges. The longitudinal crack appeared to go through the thickness of the tunneler sleeve wall and appeared to traverse the whole length of the longer fragment. The shorter fragment with the tapered end was on the proximal end of the tunneler with the tapered end oriented distally. The returned sample appeared to be clean. The reported event and findings from the sample evaluation are consistent with fracture and material separation issues. Two photos were also provided and were reviewed. One photo shows labeling for a vaccess lt long-term hemodialysis catheter. Another photo shows a malleable tunneler and tunneler sleeve. The tunneler sleeve is separated into two fragments by a circumferential break. The shorter fragment with the tapered end is on the proximal end of the tunneler with the tapered end oriented distally. The longer fragment is not on the tunneler and appears to have longitudinal crack that extends through the entire fragment. The tunneler is bent in a u-shape near the middle. Based on the photo review, a complete circumferential break and longitudinal crack in the tunneler sleeve can be confirmed. The definite root cause could not be determined based upon available information. It is unknown whether patient and/or procedural factors contributed to the event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. H10: d4 (expiration date: 05/2021); g4. H11: h3, h6 (results and conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during dialysis catheter placement, during tunneling, plastic sleeve of the tunneler allegedly broke. There was no reported patient injury.

Manufacturer narrative:
Photos were provided for review. As this is the only complaint associated with this lot number, a device history record review will not be required. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiration date: 05/2021).

Event description:
It was reported that during dialysis catheter placement, during tunneling, plastic sleeve of the tunneler allegedly broke. There was no reported patient injury.